Manufacturer narrative:
The evaluation of the device by okr confirmed the followings; -the auxiliary water channel of the device was clogged with foreign materials. -damage to the auxiliary water channel was noted. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by insufficient reprocess due to the damage to the auxiliary water channel. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4). (Okr) and found that foreign materials exited from auxiliary water channel of the device.there was no report of patient injury associated with this event.